Event description:
The pt underwent a permanent procedure to receive a paddle lead on (B)(6) 2011. The physician had difficulty placing the lead. When he removed the lead, the doctor noticed cerebrospinal fluid leakage and aborted the case. He did a blood patch at l2 l3. After the surgery, the pt was asked to move her extremities and no neurological deficit was noted. The pt was gradually raised up to avoid the headache. The lead was discarded by the facility. The pt's issue was resolved over time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.